Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an occlusion during a bolus. Customer's blood glucose was 6.9 mmol/l. Customer was asked to disconnect and fill cannula to 5 units with the current infusion set. Customer does not have the box with new infusion sets anymore. Customer continued with giving the rest of the bolus and received an occlusion at 1.4 units. Customer will change the set afterwards.